Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he insulin pump had a failed battery alarm. The blood glucose value was 287 mg/dl. Customer stated that the insulin pump was not aligned or tightened the pump may alarm failed battery test. Customer declined to high blood glucose level. The product will return for the analysis.